Event description:
During initial surgery of implanting a pso-pt catheter, the surgeon experienced difficulties inserting the device. As a result, the device was taken out immediately but got stuck in the process of removal. While pulling excessively, the tip of the captor detached from the catheter and was left in the patient's brain. Another device had to be used and implanted successfully. No health signs or effects were reported on the patient. The incident did not cause any harm or deterioration in the patient's state.

Event description:
"When setting up the sensor (sn (B)(6)), the doctor felt a resistance. Consequently, the decision was made to remove it, but resistance was encountered, leading to the device breaking. The metallic end of the sensor remained stuck in the cranial box and was not removed. A second device of the same model (lot: 22c31023) was used and successfully completed the procedure. This second sensor was removed 24 hours after placement due to abnormal pressure values, and the alert message 'e001' was displayed. A third sensor was subsequently implanted (lot: 22c40562) and has been functioning well thus far."

Manufacturer narrative:
Return of pso-pt catheter no. (B)(6). General appearance: clean. Absence of a capsule. Residual blood deposits on the adhesive bevel. Breakage of the 3 wires of the micro-cable. A chip (missing piece) of adhesive on the end of the pa tube. It is challenging to determine the causes of the adhesive bond breakage. Normal adhesive presence is observed. The observation made during the implantation, "the doctor felt a stop. Therefore, the decision was made to remove it, but resistance was encountered, leading to the device breaking," suggests manipulation or an unusual event that could have been the cause of the observed breakage. No other explanations or observations on the matter are provided.